Event description:
Same case as MFR report #: 2134265-2009-02810. Clinical trial. It was reported that during a carotid artery stenting treatment procedure the patient experienced a transient ischemic attach (tia) and myocardial infarction (mi). The procedure treated an 80% stenosed, 5x10mm left proximal internal carotid artery lesion. Treatment consisted of placement of a filterwire, deployment of a carotid wallstent, and post dilation resulting in 20% residual stenosis. During the procedure the patient experienced a shaking left foot and aphasia. No action was taken for the tia symptoms and the event resolved the same day. The tia was assessed by the investigator as possibly related to the filterwire, unrelated to ther carotid wallstent, and possibly related to the study procedure. The patient also had elevated troponin levels consistent with protocol definition of mi. No action was taken. The event was considered unresolved and the patient was discharged two days post procedure. Per the investigator, the relationship of the elevated troponin levels for both the filterwire and carotid wallstent was unrelated.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.